Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump giving a loud constant tone. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error, unexpected restart error or reset time or date anomaly after change battery noted during testing. No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected audio or beep anomaly noted during testing.